Event description:
It was reported that the patient underwent bilateral laparoscopic transabdominal pre-peritoneal inguinal hernia repair approximately (B)(6) 2013 and mesh was implanted. In the initial operation, the target tissue was covered enough with the mesh, so the mesh was not fixed with a fixation device on the cooper's ligament. Approximately a year and a half after the hernia repair, the patient experienced slight swelling at the left inguinal area. CT scan was performed and the indwelling mesh was rippling. There is no interference with the patient¿s daily life, but re-operation will be performed in (B)(6) 2015 and the patient is being followed-up. The physician opined there was a possibility that the target tissue did not become scarred enough since the mesh was semi-absorbable. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch el8gssr0, mfg date: 10/01/2012, exp date: 12/31/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.